Event description:
It was reported via a clinical report form from the (B)(4) study that during an orbital atherectomy (oa) treatment procedure, a class c flow-limiting dissection of the sfa occurred post atherectomy. The sfa target lesion was 95% stenotic, severely calcified, and was 100 mm in length. Three patent run-off vessels were present prior to therapy. The lesion was treated with a 2.25 solid crown oad which was spun at low speed for three runs (30 sec, 30 sec, 10 sec), at medium speed for three runs (30 sec each), and at high speed for two runs (30 sec, 25 sec) for a total run time of 3 mins, 35 sec. The residual stenosis was 40%. At this time, an sfa vessel dissection was noted. A 4 x 110 mm cook balloon was inflated twice to 4 atms each for a total inflation time of 3 min and a 6 x 140 mm zilver vascular stent was placed. The residual stenosis was then 0%. No add'l info is available regarding this event.

Manufacturer narrative:
Device analysis: the device was not returned for analysis; therefore, an analysis of the actual complaint device is not possible. The device history record for this device was not reviewed as the lot number is unk. The root cause for the reported event is unk. A recent analysis of csi's post market clinical studies identified events that should have previously been reported to FDA. This is report# 44 of 48 events identified during this review. This report contains limited info regarding the intervention and root cause of the event, but this event is not considered unusual, unique or uncommon and does not involve a device which is the subject of a remedial action. (B)(4).